Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2020, due to the reported infection at the implant site. During the procedure, the infected soft tissue was excised, and the patient was administered with intra-operative antibiotics. Following the surgery, the patient was prescribed a 7-day course of oral antibiotics. The implant remains insitu.

Event description:
Per the clinic, the patient experienced recurrent skin infections and ulceration at the abutment site. Removal of the abutment is scheduled but has not yet occurred as of the date of this report.